Manufacturer narrative:
Evaluation summary: during the pre-procedure check, so we asked to inspect the scopes at the pentax repair center and found that air/water port o-rings were getting chipped or damaged which was the direct cause of not insufflating eus balloons on these scopes. In a further investigation on site, it was found that the same port was getting brush cleaning as well as air drying with a powerful jet. Both were making the o-ring rubber more fragile and susceptible to breaking more frequently and easily. Pentax customer representative was able to correct this by providing user training and correct steps as per the IFU. These measures have eliminated the root cause and have been confirmed to have resolved the complaint.

Event description:
Customer reported that their facility has some difficulty with insufflating the balloon for eus scope since they have the new j10 series. There was no report of patient harm. The time of event is before use. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.